Event description:
It has been reported that the x-ray was down, ippc was defective and system could not be used. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) was dispatched to the site and confirmed that x-ray was down, ippc was defective, and system could not be used. Upon technical investigation, it was identified from logs at all 3 disks in the ippc are having problems. This once again points to a defective ippc. The review of the log file shows that the most likely cause is disk bay. Fse replaced the ip-pc to resolve the issue. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.